Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised they could continue using the pump and to call back if any further issues occurred, which they acknowledged and understood.